Manufacturer narrative:
Concomitant medical products: addr01 ipg, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an atrial lead impedance warning was noted for low impedance on right atrial (ra) lead. Far field r-wave (ffrw) oversensing was also noted. The ra lead remains in use. No patient complications have been reported as a result of this event.